Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient developed an allergic reaction between the skin and the pulse generator case several months after implant. Bacterial cultivation of the yellow fluid inside the pocket revealed no bacterium. The pacemaker system was removed.